Manufacturer narrative:
(B)(4). Examination of the returned devices confirmed the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
It was reported that during a shoulder prothesis revision there was a delay of surgery with a delta xtend prothesis. The implant was broken and the surgeon had removed the device. The implantation date: 2016.